Manufacturer narrative:
The device was not returned for evaluation. Manufacturing records could not be reviewed as the lot number was unavailable. It is possible that the rod on the left-hand side was not fully reduced during implantation, resulting in insufficient capture during final tightening. This could have created unanticipated motion in the construct which could have caused the set screws to loosen. It is also possible that the set screw was not torqued sufficiently during final tightening in initial surgery. However, since the device was unavailable for inspection and evaluation, a root cause could not be determined conclusively.

Event description:
The patient initially underwent a l5/s1 plif during which only one cage was implanted (on the left side) due to constrained disk space. It was reported that patient experienced leg pain post-operatively. During the revision surgery, it was found that the set screws on the left side were loosened. (Related to 3004774118-2019-00045).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That during surgery a contoured rod did not function as intended. Patient was revised (B)(6) 2019.